Event description:
Customer reported that his basil rates needed to be adjusted. He stated that if he does not eat a full meal before he goes to sleep, his blood glucose would be high. He stated that it would be as high as 450 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).